Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2008. The info obtained from the device showed that on (B)(6) 2011, a new pad-pak was installed after which, the device performed to specification up to (B)(6) 2012. There is evidence of multiple manual power-ups, the duration of which are under one minute, which indicates that the device may be manually turned on and off. Investigation confirmed there to be no fault with the device or any component in the device. Furthermore, there is no evidence from the history of the device or testing of the device, to show that it was switching itself on automatically as reported. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use.